Event description:
It was reported that the device was used to cut and staple across the left lung. On the third reload of the device, the staples only partially released, while the knife blade was executed. Another reload was opened and it would not fire. Another same like device was used finished the case. There was no pt consequence reported.